Event description:
Boston scientific received information that the right atrial (ra) lead displayed out of range pacing impedance measurements greater than 2,000 ohms. A lead revision was performed and the ra lead was explanted. The ra lead was returned for reliability analysis and it was determined that the inner coil of this lead was found to be deformed. This damage affected the active fixation mechanism. The device was electively explanted and a biventricular device was implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.